Event description:
Event verbatim [preferred term] blisters [blister] , burn injury on the back, 1st degree, after one hour use of thermacare back / strong pain/ area was hot [burns first degree] , felt heat in her skin [burning sensation] , swelling [swelling] , rash [rash] , redness [erythema]. Case narrative: this is a spontaneous report from the contactable pharmacist. A 52-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (batch/lot number not available) on an unspecified date occlusive on the back for 1 hour for back pain. Medical history included ongoing pain, ongoing asthma, ongoing atopic eczema, back surgery, ongoing some unrest, ongoing smoker, ongoing allergy for penicillin, stomach acid problems (acid indigestion) and vitamin d deficiency. Concomitant medications included ongoing oxazepam (sobril) 25mg once a day for unrest; morphine sulfate (dolcontin) 30 mg *2 + 10 mg (1+2+1); ongoing esomeprazole at 40mg once a day for acid reflux; ongoing cetirizine hydrochloride (cetirizin) at 10mg once a day for allergy; ongoing colecalciferol (divisun) at 800iu once a day for vitamin d deficiency; ongoing furosemide (furosemid) at 40mg twice a day for diuretic effect; ongoing zopiclone (imovane) at 7.5mg once a day as sleep medication; potassium chloride (kalium chlorid) at 750mg three times a day; cyanocobalamin, folic acid, pyridoxine hydrochloride (triobe) once a day; salmeterol xinafoate (serevent) at 50ug twice a day; tiotropium bromide (spiriva) at 18ug once a day; ketobemidone hydrochloride (ketogan) 1 dose form, three times a day when needed; codeine phosphate, paracetamol (paralgin forte) 2 dose form, three times a day when needed; cinchocaine hydrochloride, prednisolone caproate (scheriproct) as needed; diazepam (vival) as advised by the physician; and oxycodone hydrochloride (oxynorm) at 10 mg, as needed. On an unspecified date, after using the heatwrap for one hour, the patient felt heat in her skin under the heatwrap and experienced a first degree burn located on the back, with redness, blisters, pain, rash and swelling. The patient had applied the heatwrap directly to the skin. The patient went to her general physician immediately. It was unknown whether surgical intervention was required. It was also unknown whether the patient felt the heatwrap got very hot before she discovered the burn injury. Unspecified treatment was received for the events. The reporter did not expect the patient to experience long-term sequelae such as scarring. The patient was not using any topical medications at the time of the adverse events. The reporter stated this is a pain patient, often bothered by pain and uses strong pain medication on a regular basis. The patient had thrown away the heatwrap with the batch information and had given away the second heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included unspecified medications. Clinical outcome of the events was reported as resolved on an unspecified date (reported as recovered after one week). Product investigation results were as follows: reasonably suggest device malfunction is no. Severity of harm: n/a. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event/serious/unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6)2013 through (B)(6)2016, manufacturing site: pfizer albany/complaint, class: external cause investigation / complaint, sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. The citi customizable search returned a total of 114 complaints for lower back/hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show a seasonality increase in (B)(6) 2015, (B)(6) 2016. Eleven of the 15 complaints received in april 2016 were related to burns, rash and blisters. Eight of the 10 complaints received in august 2016 were related to burns, blister, rash and irritation. Eleven of the 13 complaints received in september 2016 were related to burns, redness and blisters. A change occurred in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus, representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh products. There is no further action required. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. There is no further action is required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (17jan2017): new information received from the contactable pharmacist includes: suspect product indication, action taken; medical history, concomitant medications, updated the event term from "burn injury after one hour use of the back heatwrap. She had to order an acute appointment with her physician" to "burn injury on the back, 1st degree, after one hour use of the back heatwrap, strong pain", added new events heat, swelling, blisters, rash and redness. Amendment: this follow-up report is being submitted to amend previously reported information: updated medical history and reaction data (additional event of burning sensation). Information regarding batch/lot number was not available; therefore an investigation of the device was unable to be conducted. All available information regarding this case has been received. Follow-up attempts have been completed and no further information is expected. Follow-up attempts are completed. No further information is expected. Follow-up (12feb2020): new information reported from pfizer product quality group providing investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the reported event blister as described in this case is considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, feeling hot, swelling, rash, and erythema are considered non serious as the events do not meet seriousness criteria for device report. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Reasonably suggest device malfunction is no. Severity of harm: n/a. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event/serious/unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6)2013 through (B)(6)2016, manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. The citi customizable search returned a total of 114 complaints for lower back/hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show a seasonality increase in (B)(6) 2015, and (B)(6) 2016. Eleven of the 15 complaints received in april 2016 were related to burns, rash and blisters. Eight of the 10 complaints received in august 2016 were related to burns, blister, rash and irritation. Eleven of the 13 complaints received in september 2016 were related to burns, redness and blisters. A change occurred in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus, representing a shift in the expected baseline.

Event description:
Event verbatim [preferred term] blisters [blister] , burn injury on the back, 1st degree, after one hour use of thermacare back / strong pain/ area was hot [burns first degree] , felt heat in her skin [burning sensation] , swelling [swelling] , rash [rash] , redness [erythema] , . Case narrative:this is a spontaneous report from the contactable pharmacist. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (batch/lot number not available) on an unspecified date occlusive on the back for 1 hour for back pain. Medical history included ongoing pain, ongoing asthma, ongoing atopic eczema, back surgery, ongoing some unrest, ongoing smoker, ongoing allergy for penicillin, stomach acid problems (acid indigestion) and vitamin d deficiency. Concomitant medications included ongoing oxazepam (sobril) 25mg once a day for unrest; morphine sulfate (dolcontin) 30 mg *2 + 10 mg (1+2+1); ongoing esomeprazole at 40mg once a day for acid reflux; ongoing cetirizine hydrochloride (cetirizin) at 10mg once a day for allergy; ongoing cholecalciferol (divisun) at 800iu once a day for vitamin d deficiency; ongoing furosemide (furosemide) at 40mg twice a day for diuretic effect; ongoing zopiclone (imovane) at 7.5mg once a day as sleep medication; potassium chloride (kalium chlorid) at 750mg three times a day; cyanocobalamin, folic acid, pyridoxine hydrochloride (triobe) once a day; salmeterol xinafoate (serevent) at 50ug twice a day; tiotropium bromide (spiriva) at 18ug once a day; ketobemidone hydrochloride (ketogan) 1 dose form, three times a day when needed; codeine phosphate, paracetamol (paralgin forte) 2 dose form, three times a day when needed; cinchocaine hydrochloride, prednisolone caproate (scheriproct) as needed; diazepam (vival) as advised by the physician; and oxycodone hydrochloride (oxynorm) at 10 mg, as needed. On an unspecified date, after using the heatwrap for one hour, the patient felt heat in her skin under the heatwrap and experienced a first degree burn located on the back, with redness, blisters, pain, rash and swelling. The patient had applied the heatwrap directly to the skin. The patient went to her general physician immediately. It was unknown whether surgical intervention was required. It was also unknown whether the patient felt the heatwrap got very hot before she discovered the burn injury. Unspecified treatment was received for the events. The reporter did not expect the patient to experience long-term sequelae such as scarring. The patient was not using any topical medications at the time of the adverse events. The reporter stated this is a pain patient, often bothered by pain and uses strong pain medication on a regular basis. The patient had thrown away the heatwrap with the batch information and had given away the second heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included unspecified medications. Clinical outcome of the events was reported as resolved on an unspecified date (reported as recovered after one week). Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from the contactable pharmacist includes: suspect product indication, action taken; medical history, concomitant medications, updated the event term from "burn injury after one hour use of the back heatwrap. She had to order an acute appointment with her physician" to "burn injury on the back, 1st degree, after one hour use of the back heatwrap, strong pain", added new events heat, swelling, blisters, rash and redness. Amendment: this follow-up report is being submitted to amend previously reported information: updated medical history and reaction data (additional event of burning sensation). Information regarding batch/lot number was not available; therefore an investigation of the device was unable to be conducted. All available information regarding this case has been received. Follow-up attempts have been completed and no further information is expected. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported event blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, feeling hot, swelling, rash, and erythema are considered non serious as the events do not meet seriousness criteria for device report., comment: based on the information provided, the reported event blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, feeling hot, swelling, rash, and erythema are considered non serious as the events do not meet seriousness criteria for device report.

Event description:
Blisters, burn injury on the back, 1st degree, after one hour use of thermacare back / strong pain [burns first degree] , heat [feeling hot] , swelling [swelling] , rash [rash] , redness [erythema] , . Case narrative:this is a spontaneous report from the contactable pharmacist. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) on an unspecified date at an unspecified dose occlusive on the back for 1 hour for back pain. Medical history included ongoing pain, ongoing asthma, ongoing atopic eczema, back surgery, ongoing some unrest, and ongoing allergy for penicillin. She was an ongoing smoker. Concomitant medications included ongoing oxazepam (sobril) 25 mg once a day for unrest; morphine sulfate (dolcontin) 30 mg *2 + 10 mg (1+2+1); ongoing esomeprazole at 40 mg once a day for acid reflux; ongoing cetirizine hydrochloride (cetirizine) at 10 mg once a day for allergy; ongoing cholecalciferol (divisum) at 800 iu once a day for vitamin d deficiency; ongoing furosemide (furosemide) at 40 mg twice a day for diuretic effect; ongoing zopiclone (imovane) at 7.5 mg once a day as sleep medication; potassium chloride (kalium chlorid) at 750 mg three times a day; cyanocobalamin, folic acid, pyridoxine hydrochloride (triobe) once a day; salmeterol xinafoate (serevent) at 50 ug twice a day; tiotropium bromide (spiriva) at 18 ug once a day; ketobemidone hydrochloride (ketogan) 1 dose form, three times a day when needed; codeine phosphate, paracetamol (paralgin forte) 2 dose form, three times a day when needed; cinchocaine hydrochloride, prednisolone caproate (scheriproct) as needed; diazepam (vival) as advised by the physician; and oxycodone hydrochloride (oxynorm) at 10 mg, as needed. The patient experienced burn injury on the back, 1st degree, after one hour use of thermacare back. The patient had used the product directly on the skin. The patient also experienced strong pain, heat, swelling, blisters, rash and redness on an unspecified date. The patient went to the physician immediately. It was reported that it was unknown whether surgical intervention was required. Treatment was received for the events. The reporter did not expect the patient to experience long-term sequelae such as scarring. The patient did not take topical medications at the time of the adverse events. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (17jan2017): new information received from the contactable pharmacist includes: suspect product indication, action taken; medical history, concomitant medications, updated the event term from "burn injury after one hour use of thermacare back. She had to order an acute appointment with her physician" to "burn injury on the back, 1st degree, after one hour use of thermacare back / strong pain", added new events heat, swelling, blisters, rash and redness. Company clinical evaluation comment: based on the information provided, the reported event blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, feeling hot, swelling, rash, and erythema are considered non serious as the events do not meet seriousness criteria for device report. , comment: based on the information provided, the reported event blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, feeling hot, swelling, rash, and erythema are considered non serious as the events do not meet seriousness criteria for device report.